Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address the bg level. Cts educated caller that alarm indicates the cartridge was removed during pumping.the customer reverted to an alternate pump for insulin therapy.